Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in an unknown location. The cause of death was unknown. The caller stated that the customer had hypertension that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller believes the pump may have caused the customer's death because of the field safety notification they received. The customer was sleeping and asking for help from his son as he was in distress. The customer's son performed CPR on the customer. The caller declined to return the insulin pump for analysis.